Event description:
Iapb catheter - alarm sounded "below augmentation limit", wave form changed, balloon ruptured, catheter pulled, reinsertion not needed. Datascope product surveillance notified in 2004.